Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the device was not functional. Patient clarified he was not able to charge his neurostimulator (ins) even after receiving replacement equipment. Patient stated the last time they were able to successfully charge was about 6 months ago. No symptoms reported. Additional information was received from the patient. The patient reported that he tried to reboot it and it didn¿t work. The patient reported that the issue of the device not being functional and inability to charge was not resolved. No further complications were reported.